Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator gave a technical alarm indicating " ventilation disabled". There was no patient involvement. (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(6). The investigation of the reported complaint has been finalized. The device control pc board was replaced and returned for investigation. The reported technical error code was reproduced when the control pc board was installed in a test ventilator device. During start up it was noted that the returned pc board was constantly restarting, and it was not possible to set the device in ventilation mode the conclusion in this matter is that the reported issue is caused by a hardware failure on the control pc board, but the faulty component has not been identified, despite electrical troubleshooting and measurements preformed.